Event description:
Pt underwent right total knee replacement. Postop on pt controlled epidural analgesia for pain. 14 hrs postop pt found unresponsive. Anesthesiologist called and narcan given. Transferred to telemetry then ICU. Developed pneumonia. The customer was contacted for add'l info. The pt was receiving pt controlled epidural analgesia (pcea). The medications in the epidural drip were 0.1% bupivacaine and 2 micrograms/ml of fentanyl. The volume of the solution and the rate of infusion were not specified. Approx 15 hours post-oprative the pt was described by an rn and anesthesiologist as "pt has excess somnolence and is unarouseable to verbal or motor stimuli". The pt had received approx 94.5nl, which is 189mcg of fentanyl. The pt was then given three doses of narcan 0.08mg bolus, which totaled 0.24mg of narcan. The pt responded to the narcan and was described as "alert". The pt was then started on narcan drip and transferred to a monitored bed in the telmetry unit. Later that day the pt was transferred to ICU. Though requested, no further info was available.